Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with glucose values up to 369 mg/dl after not announcing a meal when glucose had previously been 72 mg/dl; troubleshooting and user education were provided to reinforce announcing meals and target range guidance, after which values began to decline. Symptoms included blurred vision. Outcomes included no medical intervention or hospitalization, and the user declined follow-up. Investigation included a review of device use and user-reported history through technical support troubleshooting. Investigation of this case revealed no confirmed device malfunction and suggested user-related use error related to meal announcement as a possible contributor. It was concluded that the event involved hyperglycemia with cause unclear and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.